Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump battery was not lasting a day. The customer blood glucose during the incident was between 160 mg/dl to 165 mg/dl. Troubleshooting was performed. They removed the battery and inserted a new battery. The device alarmed an unexpected restart. The device will not be returned for analysis.